Event description:
During a procedure, air entered from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to a leak. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed a tear on the proximal seal, consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the tear is consistent with damage during use. Do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.